Event description:
It was reported that insulin dosing on the ilet stopped when the user paired a new freestyle libre 3 plus sensor to the libre app instead of the ilet mobile app, resulting in no glucose readings to the ilet and the sensor being in use by another device; the user was advised to replace the sensor and successfully paired a new libre 3 plus sensor to the ilet app, with warmup explained. No adverse clinical effects were reported. Outcomes included restoration of glucose data flow after successful pairing and health impact. User support included troubleshooting and education on proper sensor pairing workflow within the ilet app. Investigation of this case revealed that the issue was due to the sensor being connected to a non-ilet application, which prevented data transmission to the ilet until a correctly paired replacement sensor was used. It was concluded, based on previously established findings for similar reports, that the cause was user setup error in pairing the sensor to the incorrect application.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.